Event description:
Unomedical reference number (B)(4). Event occurred in sweden. The patient's mother reported that the patient is a teenager and on (B)(6) 2022, he just started with insulin pump. His mother could not get her son's blood glucose level down with the pump and changed the infusion set twice. They had several contacts with the clinic both the days, before and during same day of the event. The mother does not think they got accurate help or information from the clinic. On the afternoon of (B)(6) 2022, she measured her son's blood glucose level that was 30.8 mmol/l and ketone level was 0.8 mmol/l. Therefore, she called for the ambulance and on the same day (B)(6) 2022, the patient went to the emergency room level due to high blood level. Moreover, the healthcare professional did not assess the ketone level as dangerous/life threatening. During his stay in the emergency room, the patient was administered with insulin via pen and the blood glucose level decreased to 16 mmol/l. And ketone level to 0 mmol/l, after 2 hours according to the mother. When the doctor told them to take a bolus with the pump the boy noticed that he got wet around the infusions set and they noticed that the infusion set's cannula was bent. They removed the infusions set an inserted a new and it has been working. In the morning of (B)(6) 2022, he was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.